Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was hospitalized due to high blood glucose level of 400 mg/dl. The customer's blood glucose level at the time of the call was 328 mg/dl. The customer mentioned symptoms like nausea, urination and thirst. The customer was ok to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.